Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the pay user/pt alleging the one touch ultra link meter does not turn on. The pt did not experience any symptoms before, during, or after the issue began. The pt did not seek any medical attention. The pt was using correct test strips. The customer replaced the battery per the owner's manual, the batteries are correctly installed, and the battery contacts were in good condition. The meter does not turn on by pressing the power button or inserting the test strip all the way into the port. There is no evidence of any misuse of the product. This complaint is being reported because the reporter alleged the meter did not turn on. The product did not cause or contribute to injury because the pt did not experience any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.